Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient was unsure whether he could have an MRI with the pump, since the last time he had an MRI, the pump "cut out." The pump was alarming at the time and he had to go "get it restarted." No symptoms were reported. The event date was unknown. There were no further complications reported at this time.